Manufacturer narrative:
Device not returned by customer. The impella cp optical pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old white male patient had impella cp optical pump inserted in the left femoral artery (lfa). The inlet cage and pigtail broke off inside the patient and as a result cardiopulmonary resuscitation (CPR) was initiated but the patient expired.